Event description:
It was reported that the right atrial lead exhibited undersensing. A chest x-ray was performed, and it was discovered that the lead was dislodged. A lead revision was performed, and the lead was successfully repositioned. The patient was in stable condition.